Event description:
It was observed that during the device evaluation, the colonovideoscope had had foreign objects present at the nozzle, and residual liquid or foreign material was expelled from the channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The event date is unknown and will be provided if received. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.